Event description:
It was reported that patient underwent procedure involving a suture passer on (B)(6) 2012. During the procedure, the jaws of the suture passer had difficulty holding the suture. No patient injury or delay in the procedure was reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Visual inspection shows that the trap door of the suture passer is crooked and does not correctly align with the pocket designed for it. A CAPA has been issued.